Event description:
User facility madwatch report # (B)(4) stated: stryker 4 in 1 cutting block has prongs in the back of the block to keep in place in the bone. While taking block off the bone, which was extremely hard, 1 of the 2 prongs became detached from the block causing a breach in sterility.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding peg disassociation involving a specialty scorpio cutting block was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection confirmed the event and that the device was within scope of the nc. -medical records received and evaluation: not performed as no medical intervention and no adverse consequences were reported. -device history review: there were no reported discrepancies for the referenced lot. -complaint history review: there have been other event for the lot referenced. The hole diameters were found to be out-of-specification (oversized) according to the design drawing. Conclusions: the investigation concluded that the pin hole diameters were machined to be oversized and therefore out-of-specification. The oversized hole diameter prevented from a full press-fit to be achieved, which is the primary method of pin fixation to the block. The laser weld around the pin is only for supplemental fixation. These conditions lead to the weld failure and the pin disassociation from the block. An nc was issued feb-2015 for the supplier-related manufacturing nonconformances observed in this investigation. The device in this investigation, manufactured by advanced precision, was determined to be out-of-specification as the pin hole was oversized, the weld insufficient per the design drawing, and no press-fit was achieved as required by the design.

Event description:
(B)(4) stated: stryker 4 in 1 cutting block has prongs in the back of the block to keep in place in the bone. While taking block off the bone, which was extremely hard, 1 of the 2 prongs became detached from the block causing a breach in sterility.